Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed in the device logs; however, the device was subjected to extenstive testing inclduing stress testing without duplicating the report. The customer declined the recommended repair of the device. The device was returned to the customer but not recertified for clinical use. It's important to note that the batteries returned with the device were not the zoll recommended duracell batteries. Analysis of reports of this type has not identified an increase in trend.